Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was having issues with high blood glucose and an unresponsive keypad. The customer's blood glucose level was reported to be 438mg/dl. It was reported that the customer states receiving bent cannulas, and bent silhouettes. It was reported that the customer changed their sets, but their blood glucose levels continued to rise. It was reported that the customer states the buttons on their insulin pump are too hard to press and function. The customer was advised to discontinue use of the device, and that it would need to be replaced.